Event description:
Per report received from germany- edwards received notification of a pascal in mitral position where 9 months post-procedure, there was worsening of mitral regurgitation due to possible device dislocation and cardiogenic septic shock was reported leading to death (unrelated to the device). Subsequently, tte showed adequately fitting mitral and tricuspid spacer systems with moderate-to-severe regurgitation and no pericardial effusion. Follow-up tte revealed severely reduced systolic function in both ventricles, severe regurgitation, and suspected dislocation of the pascal mitral valve system, with differential diagnosis of endocarditis. Per internal imaging review, highly mobile device was noted. Comparison of sequential follow up imaging (although limited in quality) appear to show the implant position and stability (highly mobile) unchanged from the index procedure up to the final tte. Final residual mr appears indeterminable at 6 months pod.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. Additional h6 type of investigation codes: analysis of images and labelling review. The complaint for implant not in optimal position after closure - decrease in regurgitation reduction was confirmed with objective evidence. Returned imaging showed there appears to be inadequate leaflet capture with the implant attached to the anterior leaflet, and the posterior paddle possibly attached to a posterior chord. Implant position and stability (highly mobile) unchanged from the index procedure to sequential follow up imaging. There is no evidence to support a failure was the results of design or manufacturing. The device training manuals instruct the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Since no edwards defect was identified, corrective or preventative actions are not required.